Event description:
Reportedly, the balloon and both windings became detached while performing a mechanical declot of adherent material to left arm av graft. Intervention via a cat scan and venograms (which were placed for the declot procedure) was performed in an attempt to locate the balloon/windings. Balloon/windings were not located. No pt complications were reported as a result of this event.